Event description:
Litigation papers received. Litigation alleges that patient suffers from pain, metallosis, fluid build-up, and erosion of the acetabulum, femur and surrounding structures.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of the acetabular cup device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Previously, a search of the complaint database found no additional related reports for the lot code 2463897. A search of the complaint database finds additional reported incidents against lot code 2563159 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. X-ray(s) were obtained and reviewed by a medical professional. New x-rays provided could not be read. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2463897. A search of the complaint database finds additional reported incidents against lot code 2563159 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. X-ray(s) were obtained and reviewed by a medical professional. There was no evidence of implant fracture or disassociation. (B)(4). The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2463897. A search of the complaint database finds additional reported incidents against lot code 2563159 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened